Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: an analysis of the retuned device noted blood inside and contrast on the copilot. The device was leak tested and no leaks were noted. The reported experience could not be confirmed. Testing has indicated the device is functioning as intended, and there is no indication of a deficiency. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot.

Event description:
It was reported that during an ablation case, a non-abbott catheter was advanced through the copilot, and contrast was hand injected; however, contrast was observed to be leaking from the copilot seal. A new tuohy was used to complete the procedure. There was no resistance during advancement or removal. There was no delay and no adverse patient effects. No additional information was provided.